Manufacturer narrative:
The product has been returned to boston scientific. Should further pertinent information be provided, this investigation would be updated at that time.

Event description:
It was reported that, during examination at the clinic, this right ventricular (rv) lead presented loss of capture. X-ray confirmed that the lead had perforated the heart wall. As a result the patient was hospitalized and a revision procedure was performed. The rv lead was removed and replaced. No additional adverse patient effects were reported.